Manufacturer narrative:
Additional information: d1 (brand name), d4: catalogue #, d4: unique identifier (UDI) #, g4 (ma/510k # or bla #), d9, g4: PMA/510k # or bla #, h3, h6 and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The transfer set was connected and disconnected using an in-lab patient connector by hand and no issues were observed. The reported connection issue was not verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the female connector of the minicap transfer set and cassette; further described as "hard to disconnect from cycler." This occurred when disconnecting after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.